Manufacturer narrative:
Title: risk factors associated with the development of colorectal anastomotic strictures prior to diverting loop ileostomy reversal. Source: the american surgeon 2022, vol. 0(0) 1¿7. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of retrospective study performed which aimed to identify risk factors for anastomotic stricture formation in patients who underwent colorectal anastomoses with a diverting loop ileostomy between september 2013 and september 2020. Circular staplers or other manufacturer staplers were used. There were 141 patients in the study and complications included bleeding and anastomotic stricture. 36 patients had greater than 300 ml of blood loss. It was not noted if interventions were required. 15 patients with anastomotic stricture required one or more dilations and one patient required revision of the anastomosis. The study concluded that risk factors for formation of anastomotic stricture included smaller diameter circular staplers, female sex, diverticulitis, and colostomy reversal.